Event description:
It was reported that during an ablation procedure to treat atrial flutter an intellanav mifi open-irrigated catheter was selected for use. The catheter was unable achieve the desired temperature output. The catheter was replaced with another device to complete the procedure. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Intellanav mifi open-irrigated irrigated catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection, functional testing, continuity testing, and electrical testing. The device does not have visual defects. Functional testing showed that the plunger functioned properly. No abnormal resistance was felt when actuating the steering mechanism. The continuity test was performed and no problems were detected. The electrical test via a radiofrequency ablation test revealed no issues. The ablation was verified by using the maestro generator 4000, and the device was found within specifications. The returned intellanav mifi open-irrigated irrigated catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported clinical observations were not confirmed.

Event description:
It was reported that during an ablation procedure to treat atrial flutter an intellanav mifi open-irrigated catheter was selected for use. The catheter was unable achieve the desired temperature output. The catheter was replaced with another device to complete the procedure. No patient complications were reported. The device is expected to be returned for analysis. It was further reported that the maestro generator was set to 40 watts in power mode and a low temp error kept appearing on it. The generator was reset and new cable was used, but this did not resolve the issue.